Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting high thresholds and elevated pacing impedance measurements and a fracture was suspected. This lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.